Event description:
It was reported that the insulin pump alarmed no delivery. Customer stated that he gets no delivery alarm during bolus delivery. Customer's blood glucose was 499 mg/dl. Troubleshooting was done. Customer unable to remove the set at this time to examine the cannula. The customer was advised there maybe possible sire related issue due to a bent cannula or site/set occlusion. The customer was advised to change the entire infusion set and to monitor the site and insulin pump. The customer is in the hospital for cystic fibrosis. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.